Event description:
The log file for the vns programmer was reviewed. The software attempted to reestablish communication and complete the interrogation/diagnostics sequence after a failed command due to an error code. The time taken to establish communication resulted in a shortened time period between the command to initiate stimulation and the command to evaluate the peak current delivered; there is normally a delay between these commands to allow sufficient time for the peak current to be reached. This resulted in the low output current observed. An additional diagnostics activity would correct the anomaly and show the normal device output. Additionally, a low output current result in the absence of impedance abnormality is not indicative of a generator malfunction per labeling.

Event description:
During a programming history review of the device data, it was observed that the device could not deliver the intended stimulation as indicated by the system diagnostic test.